Event description:
The customer reported the monitor started flashing followed by smoke emitting from the monitor. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.